Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-02100 for sensor.

Event description:
It was reported that the customer experienced low blood glucose of 44 mg/dl. It was stated that the insulin pump has alarmed for threshold suspend in the past but this time it did not alert or alarmed for low glucose. It was verified that the threshold suspend is set up at 70 and the low predict is turned on and set to 30 minutes. Nothing further reported.